Manufacturer narrative:
The device was not returned; however, the lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after an interventional procedure. Considerable force was used to remove the device from the artery and bleeding continued. Hemostasis was achieved with manual compression. There was no patient injury. No additional information available.